Event description:
It was reported that (1) tlc75 was used during a colon resection procedure. It was reported by the rep that the surgeon went to fire the tlc75 across the sigmoid colon and discovered that the blade and staples would not advance. Another reload was put in the instrument and the same problem occurred. A new stapler had to be opened to finish the case. There was no consequence to pt.